Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer they detect possible fluid extravasation in the implanted catheter. They remove the catheter and discover a hole about 5 cm from the insertion point. They indicate that the patient suffers induration and cellulitis in the affected area. Drug infused: adriamycin. No other information was provided.